Event description:
The customer reported that a defibtech lifeline AED displayed service code 5170. The issue did not occur during patient use. No harm was reported.

Manufacturer narrative:
Analysis of the AED's log files confirmed incomplete battery pack self-tests, consistent with the reported issue. The customer reported that the battery latch would not properly retain the battery within the unit. Upon return, the device was evaluated and underwent bench testing. It was confirmed that the battery pack could not be securely latched into the battery well. The issue was caused by a broken battery latch, which is intended to assist in securing the battery in place.